Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) said their equipment was charged but was not finding their device. Pt said they get the message: not responding reposition the communicator. Worked with pt to try and connect using their control equipment and pt reported: not responding reposition the communicator, they repositioned and reported seeing the message: data lost, internal device has lost all data contact your clinician. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt said they had a fall back in (B)(6) 2021 and a couple of cts but no other medical. No patient symptoms were reported.